Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer alleged obtaining erroneous elecsys troponin t (tnt) results on two patient samples when testing was performed on a cobas 8000 e 602 module. For patient 1 the initial tnt was 122 ng/l. The repeat result was 40 ng/l. For patient 2 the initial tnt was 47 ng/l. The repeat result was 3 ng/l. There was no allegation of an adverse event. The tnt reagent lot and expiration date were requested but not provided. User maintenance is up-to-date. Discrepant results for this type of assay are typically caused by carryover. Potential causes of carryover are sample-related issues or contamination of the analyzer. Performance testing was run on the analyzer and met specifications.

Manufacturer narrative:
Based on the available information a specific root cause could not be identified. After service, the customer reported no further issues. This type of issue is typically caused by carryover related to contamination of the analyzer or sample-related issues.